Manufacturer narrative:
H.6 investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided, embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported while using bd ultra-fine¿ ii 1/2ml insulin syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported that syringe scale was not printed. One syringe had no scale printed on it.

Event description:
It was reported while using bd ultra-fine¿ ii 1/2ml insulin syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported that syringe scale was not printed. One syringe had no scale printed on it.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.